Event description:
The customer reported that their surveillance experienced the 2018 adt reboot issue. Per communications with the field service engineer (fse), this is a stand alone that was missed during the initial software upgrade in (B)(6) 2018. There was no patient incident.